Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation and conducted confirms this case reports a revision of the femoral head and dual mobility head of construct while performing a washout and debridement, due to a post-operative wound infection of the incision site. Per email correspondence, there is no further information available, as consent has not been granted for release of the patient¿s medical history and personal details. Therefore, the clinical root cause of the event cannot be thoroughly assessed. No further medical assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, patient had a revision surgery for a right total hip replacement on (B)(6) 2020. Patient developed a post-operative wound infection with collection at distal end of incision site. Surgeon revised femoral head and dual mobility head of construct whilst performing debridement and washout of wound. No prosthesis retrieved as surgeon sent them for pathology.